Event description:
Customer tried to remove the lancet manually because the ejector was not working. The customer accidentally stuck themselves with a used lancet. No treatment was received. A request was made for the return of the suspect device and replacement product was sent.